Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The high resolution stereo viewer (hrsv) instrument was analyzed and reported failure was replicated. The monitor was installed on the test system. Upon power up, the system boots up with no issues, except the right eye monitor is dead. No images are being shown on the right eye of the surgeon side console (ssc). The complaint was confirmed by failure analysis, which indicates that the device contributed to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting vision problem, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the reported issue and the fse replaced the hrsv monitor to correct the reported problem. The system was tested and verified as ready for use. Isi requested the return of the device for further evaluation. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The complaint regarding vision problem was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the surgeon side console (ssc) high resolution stereo viewer (hrsv) one eye was black and the biomed tried restarting the system. The technical support engineer (tse) suggested to check left and right eye visually in the touchscreen. The customer confirmed both eyes are present. The tse found no error related to the complaint and the issue persisted after hard power cycle. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was completed robotically with same surgeon side console. The procedure delay is unknown.